Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a solicited report by a nurse from (B)(6) of peritonitis in a (B)(6) patient (gender not reported) coincident with dianeal pd4 unknown bag therapy (lot numbers not reported). On an unreported date, the patient began treatment with dianeal pd4 unknown bag (dose, frequency, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient developed peritonitis. It was not reported if the patient was hospitalized. The nurse reported that the peritonitis was "not yet confirmed as sterile". At the time of this report, the patient had not recovered from the peritonitis. Information regarding remedial treatment and action taken with dianeal therapy was not reported. The patient's medical history and concomitant medications were not reported. The nurse did not provide an assessment of causality.